Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10-apr-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the date of the allegation. The pump powered up with the returned battery cap. The battery cap measurements were within specifications, and fully tightened to the pump. No evidence of moisture or damage was found to the battery compartment. The pump was run for 24 hours successfully. The pump case was removed to find no evidence of moisture or loose components. The no power complaint was unable to be duplicated during investigation.